Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the heater-cooler system 3t. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t was contaminated by mycobacterium chimaera: the laboratory results were provided and confimem the device was found positive in the lab on (B)(6) 2025 deep disinfection requestedby the customer. There is no patient involvement.

Manufacturer narrative:
H11. Device deep disinfection procedure was performed at tssi, after which all functional tests were completed with successful results. Moreover, through communication with customer's facility, livanova has learned the device was cleaned regularly per the instruction for use and the water quality monitoring is applied and the h202 checked every day. A disposable pall-aquasafe water filter with an 0.2 um membrane fur tap water or equivalent performance filter is used and when the device is not used, it is stored full of water. In this case. H202 is checked daily. The hospital do not use reusable blankets. Prior to initial operation and prior to storing the heater-cooler the surfaces and water circuits are disinfected as well as device surfaces after every operation. 3t aerosol collection set is replaced after the allowed use period. In addition, the device is placed outside the operation theatre during use. Considering all the above, it cannot be excluded that the source of the contamination is related to the location where the device is used and remains unknown. The risk is in the acceptable region. Livanova has implemented a strategy to progressively decrease the probability of bacteria grow in the hc device by applying multiple measures implemented over the past few years through dedicated CAPA. Livanova will keep monitoring the market.

Event description:
See initial report.